Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customers reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 143 hours of extended tests at the customer¿s settings. The ventilator failed the ltv final test for a non-conformity with the flow and o2 blending test. This slight non-conformity would not result in a failure to ventilate properly. The ventilator also passed all tidal volume tests from the ltv final test as well as the volume operation test from general checkout. Review of the event trace revealed multiple ¿low dis¿ conditions. All other event trace entries were consistent with normal ventilator operation. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator had a "disconnect/sense" error while on a patient and the tidal volume was not reading correctly. It was also reported that the patient was having difficulties but was not harmed. The ventilator was changed and the patient was doing fine.